Manufacturer narrative:
The device has been requested and has been returned to the distributor. Confirmation testing performed by the distributor shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values between meter brands could not be determined. Environmental factors, medical conditions and testing practices could have contributed. The time between comparisons is not known. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Update: the meter has been returned to the distributor. A confirmation investigation found the meter is operating within specification. This additional information does not affect the root cause analysis. Device evaluated by distributor.

Event description:
The reporter alleges the bgstar meter is inaccurate compared to two meters of different brands. Patient reported that have three glucometer accu check, one touch and bgstar. The values showed were different in each glucometer, but the bgstar presented values much higher than the others. Patient compared the results shown by the devices during two days and is very worried because the bgstar values are extremely different of the others. On (B)(6) 2015, the patient was experiencing hypoglycaemic symptoms and performed the tests with the three devices. The accu-chek and one touch showed values corresponding with hypoglycaemia, but bgstar showed values in the "normal" zone. The comparison was made between both meters, visual fill window was completely filled. It was used the second drop of blood. Hands were clean with hot water and soap. Strips were kept at controled temperature and in its original package. Capillary blood was used. No medicine has been administrated since two hours. No cosmetic or other products were used in hands before the test. The drop of blood was applied gently. Date: (B)(6) 2015. Bgstar = 306 mg/dl. Accu-chek = 227 mg/dl. One touch = 212 mg/dl. Date: (B)(6) 2015. Bgstar = 88 mg/dl. Onetouch = 54 mg/dl. Accu-chek = 64 mg/dl.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values between meter brands could not be determined. Environmental factors, medical conditions and testing practices could have contributed. The time between comparisons is not known. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.